Event description:
A customer reported a system message during surgery. The customer switched to manual oil injection and completed the procedure with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the transducer printed circuit board assembly (pcba). The system was then tested and met product specifications. There was no root cause identified. (B)(4).